Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.